Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred in the common carotid artery as the .035 wire came back to the access point. The physician elected to convert to a carotid endarterectomy (cea) to address the lesion and the dissection. The condition of the patient is stable.